Event description:
It was reported that the seat on a rollator was cracked and pinched the user's bottom. Medical intervention was not sought. Should additional relevant information become available, a supplemental report will be submitted.